Manufacturer narrative:
Product investigation summary: the described damage of ¿burst plastic handles¿ can be confirmed as the returned plastic handles were found to be broken. The instruments show significant signs of impact, likely from hammer strikes. The t-part also shows visible signs of dents and markings along the blue handles. It is likely that these marking on the t-parts and the blue handles were caused by a misuse of the instrument while extracting a nail. For extraction instruments, extraction pliers and hammer guides should be used according to the surgical technique. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Based on these findings, the cause of failure is determined to not be related to manufacturing non-conformances. A root cause related to overload resulting from ¿intense hammering¿ was determined. No indications for product related issues were found. ¿distributor¿ was selected in error on the initial medwatch. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes europe reported an event in (B)(6) as follows: it was reported that the blue plastic handles of two (2) titanium elastic nail (ten) inserters cracked resulting in the generation of fragments. There was no patient involvement, but it is unknown when the damage occurred or when it was detected. The cracked handles had no impact on the function of the instruments. This report is 2 of 2 for (B)(4).